Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
According to the reporter, during use, the endotracheal tube's cuff had an air leak after 12 days. The tube was replaced. Information was received that the patient died and the cause of death was unknown.

Manufacturer narrative:
Additional information: a2, a3, a4, b2, b5, b7 and g3. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
According to the reporter, during use and when testing the pressure of the endotracheal tube, the pressure was insufficient, indicating a leak. The air in the cuff was replenished, and the pressure was corrected. After the patient¿s tube became dislodged, a test showed that the tracheal tube cuff contained only 7 c.c. Of air. An hour and 25 minutes later, the patient experienced confusion, incoherent speech, and shouting. Follow-up arterial blood gas analysis showed: ph 7.260, pco2 50.70, po2 75.30, hco3 22.20, be -4.80, o2 saturation 90.40%. The on-duty physician was informed and, after evaluation, a new tracheal tube was placed. Information was received that the patient died and the cause of death was pneumonia with acute respiratory failure.

Manufacturer narrative:
Additional information: g3, h3, h6 h3 evaluation summary: medtronic conducted an investigation based upon all information received. The device was not returned, but a photo was available for evaluation. Picture evaluation showed an endotracheal tube, the cuff appeared to be deflated. It was reported that during use, the endotracheal tube's cuff had an air leak after 12 days. The reported issue was confirmed. The most likely cause could not be established from the information available. The manufacturing records for each device are thoroughly reviewed prior to release to ensure that it meets all medtronic quality specifications. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.